Event description:
Caller states the patient tested 7.4 inr and >8.0 inr on the coaguchek system and 3.5 inr on a comparison lab. All results obtained within 4 hours. No adverse event reported. Requested return of suspect device, however, no strips available for return.